Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported that the customer was currently hospitalized for high blood glucose values, and that the insulin pump had alarmed "no delivery." Nurse stated that the customer's blood glucose value was in the 400s mg/dl, and that the symptoms included diabetic ketoacidosis. The customer was taken off the insulin pump at the time of the admission. It was advised that the customer's family call back after the hospitalization to complete troubleshooting. Nothing further reported.